Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from two healthcare providers (hcps) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had put their device into MRI mode to verify their eligibility and the controller displayed head-only. The healthcare provider (hcp) then stated that the office was furious so they called a manufacturer representative (rep) and the rep reprogrammed the MRI mode to indicate the ins placement was in the flank. The caller stated that now the MRI mode displayed that the patient was full body eligible. The doctor stated that the ins was directly over l1 and l2 and a little bit to the right, but the ins was directly over the spinal process. Technical services reviewed labeling from the ins implant manual regarding the full body eligible ins location and the doctor stated that they did not believe the ins location fell within the full body criteria. The event occurred on (B)(6) 2019. Additional information was reported that the patient's battery was implanted in the flank and it migrated to the patient's midline. The patient was not scanned at the hospital. The MRI eligibility issue was resolved. No further information was reported.